Event description:
(Single use/disposable device) capsule endoscope delivery device broke during deployment of pill cam. Lot#12325915, exp: 2028-04-30. Per endotech when she clasped to deploy pill cam, the distal end of plastic handheld portion of device broke, she was able to slide it back and hold in place to deploy pill cam.